Manufacturer narrative:
The correct manufacturing report number is 3001743903.

Manufacturer narrative:
An event of stenosis, insufficiency, and a valve-in-valve was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. The patient has a history of single-vessel coronary heart disease and diabetes. On (B)(6) 2019, a valve in valve with a 26mm core valve evolut r was performed due to stenosis and insufficiency on the trifecta. The patient had a mild residual aortic insufficiency post procedure. No further intervention is carried out. The patient is stable. No complications were reported.